Event description:
It was reported that a patient in an ER was experiencing an increase in pain and stated that their ¿pump is not working.¿ the device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial #(B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).